Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.